Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the reported error was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested where the error was triggered indicating fault on the pitch axis, replicating the reported event. The usm failed functional testing. Once testing was completed, the pitch searchlight ffc was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the broken universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not receive usm involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure, site called in technical support engineer (tse) and stated that a repeated recoverable error 32058 occurred on the universal surgical manipulator (usm) 3. Site performed power cycle and hard power cycle the system, but the issue was not resolved. Site disabled usm3 to continue with the procedure. Tse reviewed the logs and confirmed the issue. The procedure was completed with no reported injury.